Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1268 ml, indicating the home patient (hp) drained 1268 ml more than their programmed fill volume of 2000 ml. This information gave a total drain volume of 3212 ml which meets iipv criteria. According to the nurse, the patient did not report having any symptoms. The patient resumed therapy successfully. The nurse believes the patient has a little fluid left over after each drain, therefore, his fourth drain may have been excessive. According to the patient he was not aware of this event of draining 3212 ml. Additionally the patient never felt any symptoms of overfill. The patient stated he has received a new device and has continued therapy successfully.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / over delivery.